Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated by the product analysis lab (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A device history review revealed no issues that could have caused or contributed to the reported issue. An internal/external inspection was performed and the device passed, along with all of the electrical testing. The fluid volumetric accuracy test that was performed, had failed with the original piston foam. The evaluation concluded that the cause of the failed fluid volume accuracy testing was the deteriorated piston foam which was to be scrapped. There is a CAPA open to further investigate the issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. No patient involved. No additional information is available.